Event description:
It was reported that a code 1005 was observed for this patient with this cardiac resynchronization therapy defibrillator (crt-d), which is indicative of an open circuit condition was detected during shock delivery. High out of range shock impedance measurements were also observed. Technical services (ts) discussed clearing the code to interrogate and resume programming. Of note, the right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements going out of range in which ts recommended lead replacement. It was noted this patient underwent a ventricular tachycardia (vt) ablation in which this patient is in the intensive care unit on life support. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a code 1005 was observed for this patient with this cardiac resynchronization therapy defibrillator (crt-d), which is indicative of an open circuit condition was detected during shock delivery. High out of range shock impedance measurements were also observed. Technical services (ts) discussed clearing the code to interrogate and resume programming. Of note, the right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements going out of range in which ts recommended lead replacement. It was noted this patient underwent a ventricular tachycardia (vt) ablation in which this patient is in the intensive care unit on life support. This crt-d remains in service. No adverse patient effects were reported.